Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrative assistant reported that a dialyzer blood leak was discovered at the completion of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed coming from one end of the dialyzer. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was not provided to the manufacturer for a physical evaluation. Three photographs of the sample were provided. One photograph depicts the dialyzer labeling. Another photograph depicts the dialyzer header cap connected to blood port tubing where blood is noted within the tubing and appears to be present both on the interior and exterior of the header cap surface. This photo additionally shows blood on a blue and white soaker pad that is on the floor (in the background of the photo) as well indicating an external leak. The last photograph shows the dialyzer connected to a blood port tubing set. The header has blood present within the header and also has blood on the exterior surface of the header cap that appears to have dripped onto the ogden adapter cap immediately beneath the header. A crack was visibly identified near the base of the header cap. The probable cause for this failure to occur may be due to rough handling of the dialyzer during manufacturing, shipping, or by the end user. However it cannot be confirmed where this damage occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care. Reports of leaking product are investigated individually as complaints as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility administrative assistant reported that a dialyzer blood leak was discovered at the completion of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed coming from one end of the dialyzer. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: three companion samples were returned to the manufacturer for testing. The samples were all returned in a sealed pre-packaging pouch. There was no damage noted on the samples. Each dialyzer was subjected to an external leak test. There were no leaks detected. A conclusion regarding the reported issue cannot be drawn.

Event description:
A user facility administrative assistant reported that a dialyzer blood leak was discovered at the completion of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed coming from one end of the dialyzer. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.